Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced an infection post-operatively resulting in migration of the receiver-stimulator; subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).